Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is a doctor, reported the adc freestyle libre sensor provided a higher reading when compared to a reading obtained on a competitor brand meter. Customer reported receiving a sensor scan result of 175 mg/dl on (B)(6) 2018 and experiencing symptoms of excessive sweating and "a slight clouding of consciousness". Customer had contact with an emergency healthcare professional who obtained a reading of 75 mg/dl on the customer's competitor brand meter. It is unknown how much time elapsed between the two readings. The hcp administered an unspecified infusion as treatment. It is noted that the customer had their pancreas removed 10 days ago. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in mount. Performed visual inspection on the sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer, who is a doctor, reported the adc freestyle libre sensor provided a higher reading when compared to a reading obtained on a competitor brand meter. Customer reported receiving a sensor scan result of 175 mg/dl on (B)(4) 2018 and experiencing symptoms of excessive sweating and "a slight clouding of consciousness". Customer had contact with an emergency healthcare professional who obtained a reading of 75 mg/dl on the customer's competitor brand meter. It is unknown how much time elapsed between the two readings. The hcp administered an unspecified infusion as treatment. It is noted that the customer had their pancreas removed 10 days ago. There was no report of death or permanent injury associated with this event.